Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, the display screen was not working. The device's lcd screen was replaced to address the issue. A "service required" code was observed in the ventilator's downloaded error log. The device's internal battery and power management board were replaced to address the issue.